Event description:
The following info was reported to kci by the nurse: on (B)(6) 2011, the pt experienced white coloring to the periwound with small fluid filled blistering. On (B)(6) 2011, the pt had sharp debridement to the periwound.

Manufacturer narrative:
On (B)(6) 2011, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2011, the device was placed with the pt. On (B)(6) 2011, the device was returned to kci for eval. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. Device labeling available in print and online, states the following: consider use of a skin preparation product to protect periwound skin. Do not allow foam to overlap onto intact skin. Protect fragile/friable periwound skin with additional v.a.c. Drape, hydrocolloid, or other transparent film. Multiple layers of the v.a.c. Drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration. If any signs of irritation or sensitivity to the drape, foam, or tubing assembly appear, discontinue use and consult a physician. To avoid trauma to the periwound skin, do not pull or stretch the drape over the foam dressing during drape application.